Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subsequent follow-up with the customer, additional information was received. It was reported that the case was completed with the surgeon using another omnispan. It was reported that there were no patient consequences or impact to the user or patient. It was reported that an x-ray was needed to remove the silicone tube of the needle. Based upon additional information received 17. Feb. 2020, there was additional medical intervention provided to the patient for removal of the broken device which constitutes a serious injury as determined by the clinical review board. The event has been upgraded accordingly to an adverse event that required a medical intervention. H6: patient code: 3191 (no code available) was used to capture surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> according to the information provided, it was reported that during a meniscal repair, while using an omnispan meniscal repair system/12 degree, the silicone tube came out of the needle and fell into the joint.the complaint device is not being returned since it is still implanted, therefore unavailable for a physical evaluation. However a photo was provided.   Upon visual inspection of the photo, it was observed the original packaging along with the labels of the device. The photo do not provide any evidence of the actual device, therefore the complaint reported was not confirmed. As a result, we cannot determine a root cause for the reported failure. Hands on analysis should provide more evidence to be able to discern a root cause.   A manufacturing record evaluation was performed for the finished device lot number: 6l41113, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number: 6l41113, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The expiration date is unknown.

Event description:
It was reported by affiliate via complaint submission tool, that during a meniscal repair, while using an omnispan meniscal repair system/12 degree, the silicone tube has gone of the needle and has fallen into the joint. There was a surgical delay of 20 minutes. Fragments were generated and removed easily. No patient consequence reported.